Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation, core damage, and stretched coils were confirmed. The reported entrapment could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. The separated portion of the tip was unable to be removed and remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.na

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (drca). A hi-torque 014 balanced middle weight (bmw) hydro 3cm guide wire (gw) was advanced to the desired location, and used without issue. Resistance with the anatomy was noted during removal. The coils seemed to unravel and the distal wire was lodged in a small tortuous septal off the posterior descending artery (pda), resulting in the tip of the guide wire separating. The separated tip was too far distal so it was left in the patient without an attempt to snare the wire out. The case was completed, so a replacement for the wire was not needed. The patient remains stable. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.